Event description:
According to the reporter, during a laparoscopic gastrectomy, in stomach resection, the tissue was clamped, but the green button could not be pressed. Hence, the device did not fire at all. The issue occurred no matter how many times the user attempted to fire the device. To resolve the issue, the reload was retrieved, and a manual handle was together with it. There was no patient injury. Medtronic's evaluation found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device partially fired. Visual inspection noted that the jaw of the reload was open. Functional testing noted that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. The reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4cm cut line. Staple pushers were visible at the 4.5cm cut line. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing handle was not completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.